Event description:
It was reported that the pump failed downstream the second time during test. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device unknown.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection confirmed that the device was in good condition upon receipt. Error codes were not found in the ehl (event history log). The customer reported issue was duplicated during the investigation as the downstream sensor did not occlude when clamped during the occlusion test. Root cause of the reported event is unknown however, worn valves were detected during the investigation. Recommended to replace the valve assembly. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device was previously repaired on 14-feb-2022 for bubbled downstream occlusion (dso) sensor seal. The leaky valves would result in a delayed reduction in pressure which may not be identified if removed from pressure prior to the drop, therefore it was not detected in the previous repair. The technician would not have focused on this issue in that repair.

Manufacturer narrative:
Additional information received on 03-aug-2022 via email and attached in complaint object: there was no patient involvement and the event happened during bench test. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: catalog number: 21-2120-0103-01. D4: correction: model number: 2120.